Event description:
The customer reported that the system intermittently failed to display fluoroscopic exposures and exhibited intermittent black images. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hv cable connections to the x-ray tube were evaluated, re-lubricated and reseated. The system was tested and found to be working as intended and returned to service.